Event description:
It was reported that while attempting to interrogate a pacemaker, the programmer "locked up" and gave an error message. The clinical specialist will re-install the program update which should correct the error. Additional information received indicated that while doing the update, certain applications did not load. Technical services directed the caller to reload the software update program. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.